Event description:
A power source alert 07 was reported by the caller. There was no reported impact to the customer¿s blood glucose level, as no information was provided regarding levels exceeding 500 mg/dl. The issue resolved itself before contact, and the user continued using the same charging supplies.